Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that a force sensor pin was physically damaged. The pump was primed and exercised with no alarms duplicated. There were no loss of prime or "no cartridge detected" alarms in the pump history.

Event description:
Eval revealed that a force sensor pin was physically damaged.